Manufacturer narrative:
No investigation possible without the returned device. Clinical staff attributed event to an attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Pt continues to dialyze with system one flushing additional priming solution prior to treatment and no further problems reported. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Prior to first routine hemodialysis treatment with nxstage system one following a hiatus of more than a year, pt had a dry hacking cough. As the treatment started the patient's cough became worse and the pt was almost out of breath. The bfr was increased slowly and treatment was completed without any medical intervention. At the start of the 2nd treatment pt complained of a "rush" feeling that started in the throat. Pt stated that this also had occurred during prior conventional dialysis treatments although no problems were reported during prior system one treatments. Pt was given 12.5mg x 2 IV benadryl. No other medical intervention was reported.